Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient was unable to charge for "a couple of months" due to a move. There were telemetry issues and the patient's device was in overdischarge. A physician mode recharge was performed one day prior to the call, and the patient was able to recharge normally. The medtronic representative was able to clear the power on reset (por). The patient was reprogrammed on the day of the call, and was receiving effective therapy. The por code was (B)(4), and there were no patient symptoms reported.